Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt involved was a (B)(6) female with abdominal pain. The pt has a history of acute pancreatitis, cardiac failure, coronary disease, pacemaker; hta requires use of a PICC catheter. The pt was taken to the tac room prior to contrast injection, and the catheter placed in the pt's right subclavian was revised manually with saline. It was at that time in imagery dx that a leak was observed in the blue union between the catheter and the lumens. As a result, a new kit was opened and used without issue. A delay was reported, however, there were no additional complications to the pt as a result of this occurrence.